Event description:
It was reported to philips that the system was unable to start. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not power on. Upon troubleshooting, the fse determined that a software clash had occurred. To resolve the issue, the fse performed a full system software reinstallation, and a complete system restore. After the reinstallation and restoration were completed, the system was in good working order. The codes were updated based on the investigation outcome.